Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breach or deformation of thermoform.

Event description:
Healthcare professional reported "sterile fill tube for diaphragm valve that comes in the box was not packaged" in a sterile manner. The implant status is unknown.